Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. When crossing the lesion, the device was kinked due to angulation. Inflation was performed twice at 12 atmospheres for 21-22 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was soaked for a period of time to break up the blood and contrast in the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 6mm from the tip of the device. The device failed to inflate to rbp.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. When crossing the lesion, the device was kinked due to angulation. Inflation was performed twice at 12 atmospheres for 21-22 seconds. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient condition was stable.